Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. On (B)(6) 2014: it is alleged that the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 11 months post implant of 3dmax mesh, patient was diagnosed with abscess, fibrosis and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists inflammation as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. (B)(6) 2014: it is alleged that the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with right spermatic cord lipoma thereby underwent laparoscopic repair with the implant of 3dmax mesh. Per operative notes, ¿the spermatic cord was visualized with the vas deferens and contained vessels. Large cord lipoma was found and reduced from the inguinal canal and removed from the spermatic cord. A medium-sized 3dmax mesh was placed within the preperitoneal space, and tails encircling the spermatic cord medially and tacks were applied to the tails of the mesh using tacker.¿ (B)(6) 2014 - patient was diagnosed with abscess and infected mesh thereby underwent open repair with the removal of 3dmax mesh. Per operative notes, ¿the abscess cavity was entered. The mesh was somewhat adherent, extending toward midline. The mesh was dissected off, which was-key-holed around cord structures were removed. The 3dmax mesh was noted to be removed entirety. The patient's iliohypogastric nerve had gone right through the area of inflammation was ligated.¿ attorney alleges that the patient had abscess, adhesions, nerve damage, infection, pain and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 11 months post implant of 3dmax mesh, patient was diagnosed with abscess, fibrosis and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists inflammation as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. Addendum #2: h11: this supplemental emdr is submitted to correct the date of implant, annex e code and additional event information. Per medical records review, about 1 years 11 months post implant of 3dmax mesh, patient was diagnosed with nerve damage, infection, abscess, adhesions and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, inflammation, adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: d.6a (date of implant), h6 (annex e). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. (B)(6) 2014: it is alleged that the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with right spermatic cord lipoma thereby underwent laparoscopic repair with the implant of 3dmax mesh. Per operative notes, ¿the spermatic cord was visualized with the vas deferens and contained vessels. Large cord lipoma was found and reduced from the inguinal canal and removed from the spermatic cord. A medium-sized 3dmax mesh was placed within the preperitoneal space, and tails encircling the spermatic cord medially and tacks were applied to the tails of the mesh using tacker.¿ (B)(6) 2014 - patient was diagnosed with abscess and infected mesh thereby underwent open repair with the removal of 3dmax mesh. Per operative notes, ¿the abscess cavity was entered. The mesh was somewhat adherent, extending toward midline. The mesh was dissected off, which was-key-holed around cord structures were removed. The 3dmax mesh was noted to be removed entirety. The patient's iliohypogastric nerve had gone right through the area of inflammation was ligated.¿ attorney alleges that the patient had abscess, adhesions, nerve damage, infection, pain and emotional injuries.